Event description:
A site representative, resident, reported that while in a cranial resection procedure, the 2d images were not appearing in the navigation system. The doctor checked the contrast, verified the 2d images were selected in the exam button and verified there were 2d images in the load patient screen. A second navigation system was brought in, the exam was loaded, and the patient was registered to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Troubleshooting this issue caused an hour delay to the procedure.

Manufacturer narrative:
The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. A medtronic representative performed a navigation system check-out, all areas passed. Several procedures have subsequently been completed using this navigation system, no issues have been reported loading images. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.